Event description:
It was reported the patient is experiencing an increased recharge burden. A sjm representative reprogrammed the patient and provided her with new programs. It was also reported the patient plans to have her system explanted. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.